Event description:
Literature was reviewed regarding late gadolinium imaging on 3t cardiac magnetic resonance (cmr) in patients with a cardiovascular implantable electronic device (cied). The authors described patients that underwent imaging for clinical diagnosis. One patient experienced hemorrhagic pericardial effusion with recurrent pericarditis post cied implant. The imaging was used to evaluate the recurrent pericarditis. Active pericarditis was diagnosed and the patient continued to receive biologic therapy with rilonacept. Another patient's imaging revealed a small pericardial effusion. No adverse lead-related events or programming changes were required after magnetic resonance imaging. The leads remain in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline age characteristics is 60 years old. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of wideband phase-sensitive inversion recovery motion corrected late gadolinium imaging on 3t cardiac magnetic resonance image quality and diagnostic utility in patients with cardiac implantable electronic devices. Heart rhythm o2. 2026. 7:619¿626. Doi: 10.1016/j.hroo.2025.12.006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.